Event description:
The afternoon following hvad implantation this patient's controller gave a continuous high priority alarm with no message on the controller or monitor screens. All three pump parameters could be visualized on the controller screen. Both of the patient's power sources were connected. The controller was exchanged for the patient's back up controller and is being returned to the manufacturer for evaluation. There is no reported patient injury.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The device(s) listed in this report is (are) used for treatment, not diagnosis. Any information received regarding this event after filing this report shall be filed on a supplemental MDR. Pump remains implanted.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Thorough external visual inspection of the devices revealed no signs of physical damage or contamination. The reported event was confirmed at bench level testing. Analysis of the device revealed that the device failed to meet specifications. The circuit connected to the alarm processor failed functional testing, which likely contributed to the reported event. The confirmed malfunction is related to the reported event. There are no known clinical factors that could have contributed to this event. The most likely root cause is a defective ic on the printed circuit board. Controller received (B)(4) 2015.